Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during a laparoscopic roux-en-y procedure, after several minutes of activating the instrument, the shear gave a solid tone when activated. The disposable was cleaned and still did not work. The instrument was replaced and worked for a few more minutes and then the device gave a solid tone again. The instrument was cleaned again and still did not work. The second instrument was swapped for a third shear and worked for a few minutes before it gave a solid tone. Case was completed with like device and there was no patient consequences.